Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas helium leak but tank if half full. No harm or injury reported to the patient.

Manufacturer narrative:
Updated fields: b4,d8, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) spoke with the customer and was informed that the unit was functioning properly. The issue was due to a user error during setup. The unit was in good, working condition. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.